Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02608. It was reported that rv lead noise was reproducible with range of motion (rom) exercises. The pacemaker was programmed unipolar sensing as the device undersensed when bipolar. Programming changes were made to cover the noise successfully with rom exercises. No further changes were required. There were no patient consequences.